Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient couldn't adjust their stimulation and the issue began last night. During the call caller was able to turn the handset on and connect to the mystim rc application. Caller was on group a and had programs 1 and 2. Caller was able to adjust program 1 to 2.5. Caller mentioned the patient wanted to turn the stimulation down at night because when they lay in bed it felt like they were getting electrocuted or they had a pretty good jolt. Caller did not provide event date. Caller mentioned the patient turned up the settings during the day when they were moving around and turned the stimulation down at night. Caller mentioned they turned off the stimulation and waited a little bit then turned the stimulation back on. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.